Event description:
It was reported that the act button on the insulin pump has an intermittent response. Device was not dropped or exposed to moisture. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.